Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a printer and helium tank error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the could not duplicate helium leak but confirmed printer would print non-stop while in service mode replaced printer pcb as an precaution and performed pm same service visit. Additionally cycled unit overnight on simulator and catheter no errors to report. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0670-00-1168 rev. B, serial number, (B)(6) with a reported unit failure of printing nonstop while in service mode. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Printed in both service and clinical mode with no problems. Could not verify the reported issue.sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The failure analysis and testing dept. Received part number 0670-00-1168 printer interface board serial number (B)(6) from the supplier. The supplier tested the board. The supplier could not verify the failure of printing non-stop in-service mode. The supplier stated that no abnormalities were detected, nfd, no defects found. The board passed testing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number printer interface board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat could not replicate the failure of printing nonstop in-service mode. The fat ran strips in the service mode and clinical mode. The board performed to factory specifications. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aqthe non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.